Event description:
(B)(4). Event occurred in the united states. The was reported by the patient's father that his son's infusion set's tubing just unraveled from the new set just before insertion. Reportedly, the tubing detached from rest of housing upon unwinding of tubing in preparation for insertion. Upon inspection, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.